Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump should have alarmed, but it did not alarm when there was no fluid in the line. The medication bag was not fully spiked into the epidural administration set. One cadd epidural pump was involved in the patient event, and another unit was obtained for testing. The nurse, along with the anesthesiology department, was able to duplicate the original problem using the second unit. During the procedure, despite the bag being only partially spiked, the unit continued to pump as if fluid was flowing through the line. The air-in-line alarm did not occur. Due to the device not alarming, the patient was rushed into emergency surgery to prevent further pain. The nurse who was present during the procedure was able to reproduce the issue using the same epidural setup. There was patient involvement, and the event resulted in patient harm.